Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, a damaged power cable was noted during transport of the patient. A new console was used. There was no report of patient harm or injury while on support.

Manufacturer narrative:
D9 - date device returned to manufacturer: unknown. The investigation for the reported cabling issue has been completed. The product was returned, and the issue was confirmed. Data analysis: aic logs were not available for review. Device analysis: once received, the console¿s power cord was found to have damaged insulation/ bare wires. Per the results of the clinical review and investigation, the root cause was determined to be a defective cable. This report is being filed as part of a retrospective review of historical records.